Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos circuit board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up and displayed a file system corrupt error. There is no report of death or serious injury.